Event description:
Upon reassessment of the reported event it was determined that the product did not cause or contributed to the reported event, the initial report was submitted in error hence it needs to be voided.

Manufacturer narrative:
Upon reassessment of the reported event it was determined that the product did not cause or contributed to the reported event, the initial report was submitted in error hence it needs to be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: unk, unk liner, lot: unk, part: unk, unk cup, lot: unk, part: unk, unk head, lot: unk, part: unk, unk stem, lot: unk. Multiple MDR reports were filed for this event, please see associated reports: liner: 0001822565-2019-03126, cup: 0001822565-2019-03127, head: 0001822565-2019-03128, stem: 0001822565-2019-03130.

Event description:
It was reported that there was a 30+ minute delay during surgery caused by not having the correct products on site due to product being misidentified during 411 request. Attempts have been made and no further information has been provided.